Manufacturer narrative:
The investigation determined that a patient sample was potentially dispensed into an unintended tube/cup when processed using a vitros 5600 integrated system. The investigation identified a software anomaly associated with a specific sequence of events that allows an aspirated sample to be returned into an unintended tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient¿s condition and could lead to inappropriate intervention with the potential for serious injury to the patient. (B)(4). Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid was potentially dispensed into an unintended tube/cup on a sample tray using a vitros 5600 integrated system. Undetected dispensing of a sample into a tube/cup other than the intended could lead to contamination or significant dilution of another patient sample, potentially leading to the generation and reporting of a test result, or series of test results, that do not reflect the patient's condition. This in turn could lead to inappropriate intervention with the potential for serious injury to the patient. This event that occurred on (B)(6) 2016, sample results obtained from nine patients were potentially contaminated by the event. Ortho sent the (B)(4) affiliate a letter to provide to the customer that notifies them of this event. The customer has not yet responded to the letter, and it is currently unknown if patient sample results were affected. However, it cannot be concluded that patient sample results were not affected. There were no reported allegations of actual patient harm as a result of the event. (B)(4).